Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a female patient, (B)(6), while in the cath lab during insertion of an iab-06830-u through the teflon sheath. Since a backflow of blood could not be confirmed after insertion, the doctor suspected a kink of the iab. As a result, the iab was removed with the sheath. A new iab was inserted without issue and intra-aortic balloon pump (iabp) therapy was given as planned. It was noted that no alarms occurred. There were no pump strips generated or x-rays for review. There was no report of patient death, complications or injury. No medical /surgical intervention was required. There was no delay or interruption in therapy. The patient outcome is good. Additional information received on (B)(4) 2015 stated that the iab was actually inserted; however, since it was removed before the treatment was started, it was described as "not used yet". The doctor checked the backflow of blood after insertion to make sure the iab was correctly inserted, but blood could not be withdrawn. The doctor considered that no backflow was caused by the kinked iab, so the doctor removed it.